Manufacturer narrative:
This report is submitted on may 06, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6), 2022, in order to convert the patient to a percutaneous baha implant system due to retention issues. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.